Manufacturer narrative:
Initial and final (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set tubing was bent event on (B)(6) 2024. The leakage was in the tubing. The infusion set was in use for fourty eight to seventy-two hours. The blood glucose level was 400 mg/dl. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.